Event description:
On (B)(6) 2022, drive devilbiss healthcare was notified of an incident regarding a pressure-sensitive chair and bed patient alarm, intended to alert a caregiver when a patient gets out of a chair or bed. The patient's daughter reported that her mother, a dementia patient, got out of bed twice within hours of each other and that the alarm failed to function both times, resulting in her mother falling twice. In the second fall, the patient hit her head "but she is ok," and no medical attention was sought. The reporter indicated that the device was plugged in to outlet power, concluding that it was "not a battery issue." Drive devilbiss is currently investigating the incident, including attempting to retrieve the product to inspect it.